Manufacturer narrative:
Follow-up information received on (B)(4) 2014 - ptc investigation result: ptc global number: (B)(4). Medical assessment: lack of effectiveness may occur with the use of any product and pregnancy may occur during any contraceptive use. This case also reported device dislocation. These events are possible undesirable events with the use of essure. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Follow-up received on (B)(4) 2014: no new clinical information. Case considered to be closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report was received from a gynecologist/obstetrician in the united states on 08-may-2014. The report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pregnancy with essure {device ineffective), no coils in tubes were noted in tubes, coils seen in pelvic region per kub test, may have come out of the end of the tubes. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2012, the patient had essure (fallopian tube occlusion insert) inserted for sterilization. Lot number was not reported. On (B)(6) 2013, the patient called hcp (healthcare professional), she had a positive pregnancy test. On (B)(6) 2014, patient delivered full term. Postpartum, hcp did bilateral salpingectomies, one day after delivery. Hcp noted no coils in tubes. Patient assumed coils came out. Patient seen by primary doctor who performed kub (kidneys, ureters, and bladder x-ray). Coils were seen in pelvic region. Hcp denies perforation because tubes were occluded. Hcp thinks coils may have come out of the end of the tubes and wants to know about removal of coils if patient is asymptomatic. Treatment for event was reported as 'unknown'. Event was ongoing, the essure coils were not removed. Reporter did not assess device-event relationship.